Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): analysis confirmed the reported event, as a result the link electronic module (lem) board was replaced.

Event description:
It was reported that the programmer generated an error code. The programmer was returned for service. No patient complications have been reported as a result of this event.